Event description:
The device was attached to an unconscious pt. It was reported that the device continuously displayed a connect electrodes message and would not analyze the pt's electrocardiogram. The electrodes were checked and verified to be connected properly. There were no adverse effects to the pt reported as a result of the alleged malfunction.